Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "tip of the bag tubing" (port) of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was contaminated. The contamination was a "orange-red" color on the port. The event was further described as; during preparation the bag from the sealed plastic overwrap & had not yet attached the tubing to the pump. There was no patient involvement. No additional information is available.